Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert prior to replace battery alert, battery failed alarm, and battery compartment and/or spring damage or corroded. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and no damage was reported on battery cap contacts or battery compartment. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Pump passed self test. However, pump failed active current measurement and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 15.0 received the lowbatteryalert (104) on (B)(6) 2025 18:31:00 faster than expected at 1.5 days. Battery cycle 14.0 received the lowbatteryalert (104) on (B)(6) 2025 05:39:00 faster than expected at 1.55 days. Battery cycle 13.0 received the lowbatteryalert (104) on (B)(6) 2025 16:29:00 faster than expected at 1.47 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. No failed battery alarm noted during testing however, noted in the pump trace download on (B)(6) 2025 at 09:09:55.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 j2 / pcba 2 j1 / motor / flex connector. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was confirmed due to moisture damage on the pcba 1 j2 / pcba 2 j1 / motor / flex connector exposure to moisture confirmed. Customer allegation for failed battery alarm not confirmed during testing. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.